Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. It was initially reported that the actual sample was available for evaluation. However, it was confirmed to no longer be available. Therefore, sections d10 and h3 have been updated. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Phone number- requested, not provided. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after the case, the physician decided to use the angio-seal device. After the deployment steps, when the physician has pulling back the device, whole device came out. Hemostasis was achieved manually. There was no harm to the patient.